Manufacturer narrative:
Evaluation method, result, and conclusion codes updated with product investigation information. Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected, and no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected, and functionally tested. Both cylinders had wear at a fold in cylinder body, but no leak was found. This wear would not affect the functionality of the device. Both cylinders were functionally tested and performed within specification. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) pump due to difficulty pumping his device. There were no patient complications reported.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) pump due to difficulty pump his device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected, and no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected, and functionally tested. Both cylinders had wear at a fold in cylinder body, but no leak was found. This wear would not affect the functionality of the device. Both cylinders were functionally tested and performed within specification. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) pump due to difficulty pumping his device. There were no patient complications reported.